Manufacturer narrative:
Batch record review of lot b715 was conducted. There were no non conformances reported for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. However, manufacturer's CAPA ((B)(4)) has already been initiated to investigate xts centrifuge bowl leaks/breaks. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. Therefore, it could not be determined if this product met specification based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. (B)(4).

Event description:
Customer stated patient occlusion alarms had occurred during cycle 1 drawing and buffy coat phases. The treatment had been paused at the start of buffy collect, and the patient had been disconnected to treat the patient access port with tpa. Customer stated the treatment had been paused for about 10 minutes, turned off for 30 to 45 minutes to tpa patient access port. The treatment was resumed. In cycle 1 buffy collect phase, a blood leak alarm occurred with condensation visible under the centrifuge cover. Css advised customer the sterility of the kit could not be guaranteed after a blood leak and recommended aborting the treatment with no return to the patient and that she could consult the patient's physician to make this decision. Css called customer back and it was stated that the physician had directed the treatment be aborted and no return of blood products to the patient. Customer noticed clear bubbles, which appeared to be plasma, at the top of the bowl near the seal. No red cells appeared to have leaked from the bowl. When she wiped the centrifuge wall, no red blood cells were observed on the wipe. The customer did not return the product for investigation.